Manufacturer narrative:
While showing the ibot® pmd to a friend, the user was driving on wet grass in balance mode to try to force an auto transition as a demonstration of this safety feature. Using balance mode on wet surfaces is warned against during training and in the manual: "warning never transition into, or drive in balance mode on wet, uneven, unstable or slippery surfaces. The ibot® pmd uses traction to maintain its balance, and could slip on some surfaces." When the device nevertheless maintained traction and remained in balance mode, the user went into the menu and initiated a forced power off, which resulted in the device tipping over. The fall resulted in the user breaking his toe. This is also warned against during training and in the manual: "warning operating the forced power off when in balance or stair mode can cause the device to fall over. The device will fall unless someone is capable of keeping it upright in balance mode or you or your assistant can hold onto the handrail or assist handle in stair mode." The user indicated that he knows and understands the incident was "user error" and not due to a malfunction of the device.

Event description:
User reported that he went into the menu and initiated a forced power off while in balance mode, which resulted in the device tipping over. The fall resulted in the user breaking his toe.